Event description:
It was reported that a patient developed increased spasticity with an unknown date of onset. A cap (catheter access port) dye study was done and a non-patent catheter was diagnosed. The patient had a catheter revision on the date of this report (B)(6) 2015. When the healthcare professional (hcp) opened the pump pocket and disconnected the pump from the catheter, there appeared to be a kink in the connector. When it was disconnected there was good csf (cerebrospinal fluid) back flow (1-2 ccs) but when the hcp attempted to inject dye into the catheter there was resistance and they were unable to inject. The hcp asked if there was a possible link between baclofen therapy and granuloma/was ¿wondering about possible granuloma¿ with a lioresal therapy. The pump was used to infuse gablofen (baclofen). No outcome was reported for this event. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.

Event description:
Additional information received confirmed that the catheter had been kinked at the sc (sutureless connector) section. The section was replaced on (B)(6) 2015 and attached to the existing original catheter. The patient was now receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type: catheter. Product ID: 8590-1, lot# n285955, implanted: 2011-(B)(6), product type: accessory. (B)(4).